Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter maintenance proper techniques for urinary catheter: -secure the foley catheter. Use the statlock® foley stabilization device if provided. -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly using a separate, clean collection container for each patient." (B)(4).

Event description:
It was reported that the catheter tubing clogged.